Manufacturer narrative:
Tech called to report problem with coil. One of the coils: micrusphere 10 platinum microcoil 4 mm x 7.5 cm (sph10040020/f62498) did not detach. The coil was returned severely damaged and separated from the device positioning unit (dpu). The dpu passed electrical and detachment cycle testing. Therefore, the root cause of the coil unable to be detached cannot be determined. In addition, without the return of the entire detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
Tech called to report problem with coil. One of the coils: micrusphere 10 platinum microcoil 4 mm x 7.5 cm (sph10040020/f62498) did not detach; the other coil: micrusphere 10 platinum microcoil 6 mm x 20 cm (sph10062020/f61743) had a kink in the wire.